Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in progress. Once the investigation has been completed a follow-up MDR will be submitted. Concomitant medical products: part #: unknown/unk arcos stem/ lot # unknown.

Event description:
It was reported it was reported that during a right hip revision surgery the hook broke on the stem extractor while trying to remove an implanted arcos stem. There was no patient involvement

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated. Upon visual inspection the extractor had fractured at the tip. There is no further damage to the handle and no markings on the fractured tip. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.